Manufacturer narrative:
Can not confirm serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a fetal scalp electrode (B)(4) tip broke off in a child¿s scalp on (B)(6) 2018, lot #171743. Per the physician, they attempted to place fetal spiral electrode but when cord came out the small metal coil was no longer attached to white plastic piece. The physician was not able to remove it manually and therefore the electrode was retained in the scalp. The electrode has since been removed through excision with no further complications.

Manufacturer narrative:
During a microscopic inspection of the part, it was observed the spiral tip was missing from the electrode. The indication is that the fetal spiral electrode had been over rotated. There are no visible tool marks that would indicate a manufacturing defect (latent failure mechanism). This issue is most consistent with stress applied against the spiral during removal. The failure appears consistent with a single stress event, rather than a fatigue failure resulting from multiple bend cycles. Additional examination of the part under magnification showed that the grain structure of the steel (at the broken end) exhibited signs of being twisted. The attending physician removed the broken spiral tip from the baby's scalp and the fetal spiral electrode was discarded. No known parts were replaced. There was no product malfunction. The failure of the spiral is most consistent with incorrect use of the product (either during placement or removal).